Event description:
Pt requested both subtalar implants to be removed due to pain. Devices were implanted on separate occasions, but were both removed during one procedure. Two reports written as two devices were removed. Refer to 2030833-2006-00003.